Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: d314drg ICD, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase to high rv biploar lead impedance, triggering a lead alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.